Manufacturer narrative:
Concomitant product: product ID: neu_unknown_cath, product type: catheter. (B)(4).

Event description:
Information was received from a consumer indicating that the patient suffered a personal injury from use of a malfunctioning/defectively manufactured synchromed ii infusion system. It was reported that the patient suffered, using an FDA (food and drug administration) grading of injuries, the following category of damages: life-threatening injury (intensive care treatment, extended hospitalization, exaggerated rebound spasticity, and/or altered mental state) or serious injury (return of underlying symptoms, medical intervention, surgical revision, or observation). However, it was not specified which of the aforementioned damages pertained to this particular patient. The patient identification, product information, event date, alleged issue, potential causes of the event, symptoms, troubleshooting /diagnostics performed, actions/interventions taken, patient outcome, and were not reported. If additional information is received, a follow-up report will be sent.